Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 110mg/dl-139 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is comparing the blood glucose test results from trueresult meter to physician's meter; a back to back blood test was performed by the customer and produced test results of 88 mg/dl using trueresult meter and 164 mg/dl using physician's meter. The test strip lot manufacturer's expiration date is 09/30/2018. The meter memory was reviewed for previous test result history (date not provided): (B)(6). Adverse event not reported.